Manufacturer narrative:
Summary of evaluation; evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
Reporter states, "knee became unstable due to avulsion of the co-lateral tendons. Additional constrained was indicated." The surgeon implanted a system which gives the additional constraint. The tibial baseplate was explanted and revised. The tibial insert and patellar component were explanted at this time and compatible components were implanted.